Event description:
On (B) (6) 2009, the patient reported, noticing black spots develop on the display of her infusion device several months ago when in the sun light. She stated that she sees the black spots while inside and the spots are spreading from the left to the right of the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.